Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: dlt ts cer hd 12/14 32mm +9; altrx +4 10d 32idx50od; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional.

Event description:
Ppf alleges dislocation with closed reduction after first revision. Added patient harm and ip details. Doi: (B)(6) 2015; dor: none reported; (right hip). (B)(4) - 1st revision.